Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the clip delivery system was returned and all available information was investigated. The returned device analysis was unable to confirm the reported difficult gripper actuation issue. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the gripper actuation issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned. The investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that during preparation of the mitraclip delivery system (cds) it was noted that one gripper arm did not lower. There was no patient involvement, and a new cds was used without issue. There was no clinically significant delay in the procedure. No additional information was provided.